Event description:
Event description guidant received information that during a lead revision procedure, this right ventricular was surgically abandoned and replaced due to a lead fracture. No adverse patient effects were reported.